Event description:
It was reported that the right ventricular capture threshold had increased from 0.5 v, 0.5 ms to 2.75 v, 1.5 ms in the bipolar configuration. The r-wave was decreased from 8 - 9 mv to 3 - 4 mv. The patients condition was - good - before and after the event. The device was reprogrammed.